Event description:
It was reported that the pump was eroding through the patient¿s skin. The pump was to be removed by a healthcare professional on the evening of report. It was unknown how or when the erosion began. The device system was used to deliver gablofen.

Manufacturer narrative:
Product ID: 8703w, lot# l38429, implanted: (B)(6) 1996, product type: catheter. (B)(4).